Manufacturer narrative:
The reported lot # [8187553] was not found for the reported catalog # [383606]. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd nexiva closed IV catheter system leaked "near the rubber port".

Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked "near the rubber port."

Manufacturer narrative:
Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed one non-related qn was initiated on this lot that would not impact the outcome of the quality of the product relevant to the defect. Four photos were submitted for review. Visual evaluation: photo one displayed a 20ga winged adapter that was separated from the extension tubing, which was attached to a syringe. There were bodily fluids throughout the unit. Photo two displayed the same as photo one. Photo three displayed a memo of the incident. Photo four displayed the same as photo 1. Although the unit was not returned for evaluation; given the trend identified by the qda for this separation between the winged adapter and the extension tubing, it is likely that the failure was due to an insufficient amount of adhesive in the extension tubing/ adapter joint. When the adhesive dispenses tips become misaligned, adhesive is not dispensed in the proper location leading to an insufficient amount of adhesive in the tubing/adapter port joint. This failure mode of the process was introduced by the new station design, and the 100% adhesive presence vision system was not capable of detecting these failures.